Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 400mg/dl at the time of the incident. The customer¿s current blood glucose value was 268mg/dl. The customer also reported that the insulin pump has got under delivery. The customer treated high blood glucose by taking manual injections. Troubleshooting was done. High pressure test was passed. Customer does not allege pump was under delivering.. The insulin pump will be returned for analysis. Frn-reservoir. Infusion set-unomedical.